Event description:
The facility representative reported a device with a condition of failure code 810:04. This condition occurred while the tubing was being loaded. There was no patient injury or medical intervention necessary according to the facility representative. This pump contains user interface module master software version 6.13.90 which is categorized as a remediated colleague 2006 pump. There is no other information available.

Event description:
During a follow up call to the customer in 2009, it was found that the fail code and tube loading occurred in a clinical setting.

Manufacturer narrative:
The facility reported a pump with fail code 810:04. Primary repair confirmed the customer reported problem. The problem was determined to have been caused by an out of calibration air in line printed circuit board (ail pcb). The ail pcb was recalibrated to correct the reported condition. The pump was retested and returned to the customer within specification. This issue is being investigated under CAPA.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.